Manufacturer narrative:
The reliability analysis inspected (B)(4) opened and or used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received bad sensor alerts and calibration errors. The customer's blood glucose level was unknown. The customer was advised the sensor would be replaced and returned for analysis.